Event description:
It was reported to philips by the customer that the device¿s processor board is faulty and the functional check fails. The customer is requesting nemo parts order for dfm100 assy processor. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.